Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The reason for call was to get MRI information. The caller indicated that the implanted battery is dead and the patient lost remote. When asked for additional details the caller provided the following information, when the patient was implanted they had issues with the implanted device and it was hurting his chest. Another neurosurgeon told the patient not to use the device. Troubleshooting was not required. Additional information received from the patient. The reason for call was pt mentioned their "stimulator battery was not working" since 3 years ago. Pt said the spinal cord stimulator(scs) has not worked for some time and they wanted to get the scs removed because they had problems related to the scs in the past. Pt said they had a hard time finding an hcp who would remove scs, but the pt eventually found dr. (B)(6), who talked to the pt and said the scs would be difficult to remove completely and would cause problems, but discussed the possibility of replacing the scs with another newer model. Pt elected to have a replacement surgery on (B)(6) 2022. Pt said they needed a mdt rep. To call them to ensure they would be head-only eligible after the surgery. Pt said they had strokes in the past and would need an MRI of their head if they had strokes in the future and the hcps needed to see how much damage was done. Patient services specialist(pss) reviewed the MRI compatibility guidelines for the pt if their implanted neurostimulator(ins) was replaced, but not their leads with both vanta and intellis. Pt still insisted a mdt rep. Call them and discuss with them the MRI eligibility status of their newly implanted ins once they have surgery. Pt's hcp, dr. (B)(6) told the pt they would fix the pt's back after the surgery. Pt had several discs that were herniated and one disc that was ruptured and pressing on a nerve. Pt said "it was getting to the point where it was hard to bend over" and pt had numbness in legs when bending over and intense pain. Pss emailed the local mdt reps. Pss documenting reported event.